Event description:
The customer contacted philips to report that the "unit may not be recharging."

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.